Event description:
Surgeon was using device and went to do an additional area and the device would not work and produce energy. Jaw of the device broke, it remained intact but stopped working. No harm or injury was identified to patient.